Event description:
The customer reported that they were not receiving audible yellow alarms. The customer attempted to create yellow alarms from several bedside devices and indicated yellow alarm were not audible at the information center ix. No patient harm was reported.